Event description:
In 2006, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. On about 2 months later, the pt was admitted to the hospital for dyspnea and hemolysis. The trunk-ipsilateral leg component had migrated proximally and covered the renal arteries. The devices were explanted and the aneurysm was surgically repaired. The pt tolerated the procedure. The physician believes that "upward forces from the distal ends of the device and plaques at the proximal end of the device resulted in device migration".

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.